Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratches found on lcd lens screen. During analysis, the customer's problem was unable to be duplicated. Run three accuracy tests, the pump was found to be within the manufacturing specifications. No repair action needed: service recommended a full standard preventive maintenance including calibration. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test (21.392, 21.249). No patient was involved in this event. No adverse effects were reported.